Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent migration occurred. Vascular access was obtained via the right femoral artery. The approximately 80% stenosed target lesion was located in the non tortuous, moderately calcified distal aorta. A 14x40 wallstent was inserted, advanced and deployed without difficulty. During post dilation the stent slightly migrated just before the renal artery and remained. The procedure was completed with non bsc stent placement in the bilateral iliac artery. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).